Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and cystocele and mesh was implanted. It was reported that on 4/22/2013 the patient underwent a mesh revision. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.